Manufacturer narrative:
(B)(4) = wedge sled, drivers, cartridge. The analysis results found that the tr35w cartridge reload was returned in good conditions. The cartridge was returned with the left side fully fired and the right side partially fired 1/3, the lockout was found normal. In addition the cartridge deck was found damaged where the firing stopped. The returned cartridge was disassembled in order to verify the condition of internal components and the right wedge sled, drivers and cartridge body were found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned cartridge could not be tested due to its condition.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Only stapled on one side but cut fully. On what tissue type was the device used? Lap chole cystic duct. What color cartridge was being used? White. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first firing of the device. There were no patient consequences. Case completed with an endoloop, closing the cystic duct.